Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) (batch no. 508903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bronchitis, anemia, cramp in lower abdomen, uterine bleeding, oligomenorrhea, irregular menstruation, metrorrhagia, endometrial biopsy, iron deficiency anemia secondary to blood loss (chronic), menometrorrhagia, secondary dysmenorrhea, cervix inflammation, nabothian cyst and nausea. Concomitant products included nortriptyline hydrochloride. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) (batch no. 508903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bronchitis, anemia, cramp in lower abdomen, uterine bleeding, oligomenorrhea, irregular menstruation, metrorrhagia, endometrial biopsy, iron deficiency anemia secondary to blood loss (chronic), menometrorrhagia, secondary dysmenorrhea, cervix inflammation, nabothian cyst and nausea. Concomitant products included mestranol;norethisterone (necon) for contraception as well as ibuprofen, nortriptyline hydrochloride and nsaids. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: treatment received for event : pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully. Occluded; on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "physical pain/ pain, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia)" updated as recovered we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) (batch no. 508903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bronchitis, anemia, cramp in lower abdomen, uterine bleeding, oligomenorrhea, irregular menstruation, metrorrhagia, endometrial biopsy, iron deficiency anemia secondary to blood loss (chronic), menometrorrhagia, secondary dysmenorrhea, cervix inflammation, nabothian cyst and nausea. Concomitant products included nortriptyline hydrochloride. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Events added- vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhea. Verbatim ¿ pain¿ clubbed with event ¿pelvic pain¿. Outcome of event ¿pelvic pain¿ updated to ¿recovering / resolving". Event onset dates updated. Insertion date and removal date added. Essure model updated to ess205. Patient¿s medical history and lab details added. Treatment and concomitant product added. Reporter information, patient details, product indication updated. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.